Manufacturer narrative:
Included ni for section to indicate no information available.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.